Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient reported chronic pain that started and received multiple steroid injections, reporting temporary relief. The patient underwent left hip arthroscopy for psoas tendon release from lesser trochanter due to continued pain and bursitis. No intraoperative complications reported.

Manufacturer narrative:
(B)(4). D10: 00620005222 shell porous with cluster holes 52 mm o.d. (B)(6), 00631005032 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells (B)(6), 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length (B)(6), 00771101200 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset (B)(6). Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
No additional event information to report at this time.